Event description:
During cataract removal surgery, an acrylic lens was implanted under microscope view it was determined that the lens was broke at the haptic. The lens was cut and removed, a replacement was inserted and the surgery completed without further complications. The complaint was submitted as a type 1 and was reclassified to a type ii.